Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut down due to insufficient battery power. Reportedly, the customer was unable to power the pump back on. Customer's blood glucose level was 160 mg/dl. Customer has manual injections as alternate insulin therapy.